Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140860 , test base part number 190-430 / lot: m140860 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab type s and floq swabs. Confirmation testing was performed on (B)(6) 2021 and generated negative results. Another confirmation test was performed on (B)(6) 2021 with takara bio rt-pcr, this test was sent out for results. The test generated negative results. One more confirmation test was performed on (B)(6) 2021, gene xpert pcr test generated negative results. Repeat testing on the ID now covid-19 assay with a new sample and was performed on (B)(6) 2021 and generated negative results. The customer confirmed that the patient was asymptomatic. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was delays and impact of treatment due to test results. There were delays until the results were judged as a false positive. The patients surgery went on as scheduled.